Manufacturer narrative:
(B)(6). This report is for two unknown uss rods/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Original implant date reported only as (B)(6) 2015 (day unknown). Revision procedure occurred (B)(6) 2015; device was not explanted during that procedure. (B)(4) capture kyphosed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient underwent a posterior t10 - ilium spine fusion with synthes universal spine system (uss) in (B)(6) 2015 to treat kyphoscoliosis and stenosis. Patient reported to have kyphosed on an unknown date above the construct. Patient was returned to the operating room (or) on (B)(6) 2015 where surgeon removed the two screws at t10, implanted new screws bilaterally from t4 - t9, implanted two extension connectors on the cranial portion of the existing rods at t10, then inserted two new rods and connected them to the extension connectors and the screws from t4 - t9. This report is for two unknown uss rods. This is report 1 of 4 for (B)(4).